Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The field service engineer (fse) checked various mechanisms and adjustments and confirmed the module was running within specifications. The customer stated the issue has not recurred since the fse visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 result for 1 patient sample on a cobas 8000 c 702 module analyzer. The initial result was 0.48 mg/dl and the repeat result was 1 mg/dl. No erroneous results were reported outside the laboratory. The reagent lot number was 49309201 and the expiration date was 31-mar-2022.